Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values when scanning the adc freestyle libre sensor compared to an hcp meter. The customer obtained a sensor scan of 250 mg/dl and self-treated with fast-acting insulin and consequently experienced symptoms described as "feeling sick, sweating, and throwing up". The customer self-presented at an emergency where blood glucose of 43 mg/dl was obtained on the hcp meter. The customer was diagnosed with hypoglycemia and treated with i.v. Fluids and "sugar bumps". There was no report of death or permanent injury associated with this event.